Manufacturer narrative:
Date of death and event date are approximated to (B)(6) 2015. Please refer to the analysis report.

Event description:
Reportedly, patient died from unknown causes in (B)(6) 2015. The exact date was not provided. It is unknown whether the pacemaker was explanted or not.